Event description:
It was reported that insulin pump had cosmetic or physical damage. No further details given.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked j2 keypad connector on lcd board. Pump was received with a minor scratched display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.